Event description:
It was reported that the right atrial (ra) lead was explanted due to undersensing issue. While explanting the lead, anode from the atrial lead was left floating in the patient body and it was unable to be retrieved. The patient was receiving inadequate stimulation. Subsequently, a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned with some stretched fragments of conductor coil. The lead appears to have been pulled apart with force. And the conductors were pulled to the point of fracture. The setscrew marks were in correct location on the terminal pin. The terminal rings have been cut off of the lead for extracting purposes. Extracting stylet returned stuck in the lead segment. The stylet is bent, causing the lead to be bent. There were multiple cuts in the insulation. The conductors resistances measured as electrical opens indicating fractured or broken conductors. Although analysis noted some physical damage to the lead, all testing was passed indicating the lead was capable of providing critical therapy while implanted.

Event description:
It was reported that the right atrial (ra) lead was explanted due to undersensing issue. While explanting the lead, anode from the atrial lead was left floating in the patient body and it was unable to be retrieved. The patient was receiving inadequate stimulation. Subsequently, a new ra lead was successfully implanted. No additional patient adverse effects were reported.